Manufacturer narrative:
A direct correlation between pump, and the reported event could not be conclusively established through this evaluation. The account communicated that the patient suffered a right iliopsoas retroperitoneal bleed on 10may2018. Heparin was held, and the patient received a transfusion of 2 units of packed red blood cells. The patient was reportedly to be transfused as needed. Multiple attempts for additional information were made, but no additional information was provided. No product is available for investigation. The patient remains ongoing on the device. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Approximate age of device ¿ 14 days (the age is calculated from the date of implant to the event date). The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced right iliopsoas retroperitoneal (rp) bleed on (B)(6) 2018. Heparin was held and the patient was transfused 2u prbc. The patient was to be transfused as needed.